Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that they had to use new devices because of surgeon error. Everything was removed and replaced during the procedure as the surgeon had dropped the cautery device and burned the insulation off one of the wires of the implant, so they had to replace the lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.